Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. A sample was not received at the investigation site for evaluation for the report of blocked 30g cannulas; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that the cannulas were blocked during calibration for cataract surgery with intraocular lens implantation. It was unknown if the procedure was completed. There was no patient impact.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. One opened cannula in a body/lid in a zip top bag for the report of blocked cannulas. The sample was visually inspected and was found conforming. A functional mass flow test was then performed and the sample was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all visual and functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of suspect product update. G.9. Manufacturer report number corrected and reported under MDR for 2523835-2025-00317. No more supplements report will be submitted under number 1644019-2025-00497. The manufacturer internal reference number is: (B)(4).